Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for evaluation. The product was received in good condition with no visible external damage or defects observed. The reported event is a known and anticipated failure mode. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-02900;2134265-2013-02901. It was reported that during a coronary intervention, a pullback failure occurred. During the procedure, the mdu was unable to perform autopullback. When the physician tried to do manual pullback, the physician felt that it was difficult.